Event description:
It was reported that prior to a stenting treatment procedure, the stent dislodged from the balloon. As the 3.5x12mm liberte stent was prepared for use the stent dislodged from the balloon prior to patient contact. The procedure was completed with another 3.5x12mm liberte stent. No patient complications were reported the patient status is stable.

Manufacturer narrative:
Device code # 2923 relates to component code # 515. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).